Manufacturer narrative:
A non-conformance based review of the provided information was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this product was performed. No similar complaints were reported for the product serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic handpiece was used for the cataract surgery which does no emit the ultrasound, poor irrigation and smoke like white mass appeared, the handpiece was clogged. The patient experienced the thermal burns, which was sutured. The leakage of anterior chamber fluid occurred and it turned to ruptured suture. The physician re sutured the wound. The current condition of the patient was unknown. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).